Event description:
The patient's family notified home health care personnel of the device failure at 12 midnight on 3/11/92. It was reported that the 0 2 concentrator failed late afternoon on 3/10/92. The patient was diagnosed with metastatic cancer and required the use of oxygen. When home health care was notified, family member was instructed to use the backup oxygen cylinders (2), but was advised they were both empty. Family member was then instructed to call 911 to have the patient transported to the hospital immediately (not st. Paul medical center), where she later expired. The family had been instructed to abstain from smoking in the house. The patient lived in a 2-room house and unknown family members living and/or visiting with some degree of frequency. Also, unknown number of family members smoked around the patient with regularity. On at least one occasion, a home health personnel witnessed as many as 20 people in the home at one time, and the house was smoke-filled. The bio-med inspection revealed a dirty filter and the four-way valve sticking. The sticky 4-way valve caused the machine to shut down, which most likely due to the smokedevice not labeled for single use. Patient medical status prior to event: invalid data. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-feb-92. Service provided by: user facility biomedical/bioengineering department. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, electrical tests performed, mechanical tests performed, performance tests performed, visual examination. Results of evaluation: component failure, failure to cycle, foreign material contamination, failure to follow instructions, environmental factors, valve. Conclusion: device failure indirectly contributed to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device temporarily removed from service, invalid data. Invalid data - on device destroyed/disposed of status.